Event description:
During procedure the system was inserted, balloon was inserted, then stent. The problem occurs at the introduction of another MFR's 8x40mm stent and prior to deployment of the stent. Runs showed significant amount of air. The patient stroked from air emboli and regained consciousness 24 hrs later. Patient was discharged two days later.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the info provided, we are unsure how the air emboli occurred. However, the appropriate individuals have been notified of this matter.